Manufacturer narrative:
Result of investigation: pi: (B)(6). The reported customer complaints of "dead pixel on two of the uim's (user interface module) were each duplicated by vyaire's failure analysis lab. The defect was isolated to a faulty uim-led display. The defective devices were replaced by vyaire's field service team.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the avea ventilator experienced a dead pixel on uim. The customer confirmed there was no patient involvement associated with the reported issue.